Event description:
The patient was brought to the operating room and positioned on the operating table. Five drops of proparacaine were instilled on the operative eye. The patient was prepped and draped in the usual sterile fashion. A lieberman eyelid speculum was positioned on the operative side. A temporal approach was used. Counter traction with a cotton tip applicator was applied as a paracentesis incision was then incised 2-3 clock hours clockwise of the planned corneal incision with a 1.2 mm clear cut sideport blade. A 0.5 cc of sterile epi-shugarcaine was instilled into the chamber. Dispersive viscoelastic was then instilled via the paracentesis to fill the anterior chamber. The visco cannula was used to stabilize the globe and a tunneled clear corneal incision was incised temporally, 1 mm anterior to the limbal arcade, using a 2.4 mm clear cut slit blade. A cystitome needle was then used to incise the anterior lens capsule and a capsulorhexis performed with the utrata forceps. The nucleus was hydro dissected with bss through a 27g cannula and phacoemulsification was then performed, incorporating the divide and conquer technique and vertical chopping to remove the nucleus and cortical bowl. The residual cortex was then removed with the irrigation/aspiration handpiece and cohesive viscoelastic instilled to inflate the capsule. The intraocular lens was inspected and its power confirmed. Using the alcon acrysof iq injector, the intraocular lens was inserted in the capsular bag. The optic was pitted. Using 0.12 mm forceps, the optic was grasped centrally and advanced to the wound. Constant gentle pressure was applied until the lens self-folded and extruded from the wound. Additional provisc was injected into the bag and the final intraocular lens was inspected and its power confirmed. Using the alcon acrysof iq injector, the intraocular lens was inserted in the capsular bag and positioned with a drysdale spatula. The residual viscoelastic was removed with the irrigation/aspiration hand piece. Bss was instilled via the paracentesis to inflate the anterior chamber. The wound was hydrated with bss through a 27-gauge cannula to ensure a watertight seal. The chamber was deep, palpation pressure was approximately 15, the lens was centered in the capsule, and the pupil was round and regular. The wound was checked with weck cell sponges and no leaks were found. The lid speculum was removed and antibiotic, pressure-lowering, and steroid drops were placed on the eye. A shield was applied.